Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient was unable to communicate with their implantable neurostimulator (ins). The patient stated that when they were on an airplane they could not communicate with the ins and was not able to turn the ins on. When they landed and arrived at the airport terminal she was able to turn the ins on and was able to communicate successfully. The patient was implanted for lumbar radiculopathy and spinal pain.